Event description:
It was reported that the problems started around seven months ago. The patient was no longer able to hear very well. He also reported that he feels a pain behind his left ear, since four to five months, which is extended to the inferior maxillary bone (sensation of neural stimulation). However, it seems that the neural sensation started just right after the surgery and he feels the same sensation in the left side of his tongue as well. No history of head trauma, but of meningitis and cochlear ossification. In (B)(6) 2008, a short circuit between the channels 1 and 2 is identified. In (B)(6) 2009, higher impedances are observed for channels 4, 10, 11, and 12. In fitting mode, from channels 6 to 12, the patient does not hear sounds. Instead he feels non-auditory stimulation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.